Event description:
The customer reported discrepant troponin I (access® accutni+3) results, for one patient, involving the access® accutni+3 reagent used in conjunction with the unicel® dxi 600 access® immunoassay system. The discrepant results were not released out of the laboratory. There was no patient impact associated with this event. The customer indicated quality control (qc) was within specifications at the time of the event. The patient's sample was collected in a lithium heparin plasma tube and centrifuged at 3,500 rpm (rotations per minute) for ten minutes. The customer indicated sample quality appeared normal. The sample was approximately two hours old at the time of the first analysis. No instrument issues were observed at the time of the event. The laboratory has a troponin I (access® accutni+3) critical cutoff value of <0.03 ng/ml. The customer indicated the instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access® accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.